Event description:
During tonsillectomy, pt sustained 2 small burns to the inside of mouth caused by an electrical arc from the use of a bovie needle, which apparently failed for reasons yet to be determined. Investigation continues.